Event description:
The manufacturer received an allegation that the device "runs out and hits," 'gets carried away and cuts," "battery cuts off and on," "packs and cuts" and "smoke" on a simplygo device (per the rwo). No allegations of patient harm, serious injury, or medical intervention are specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.

Manufacturer narrative:
The manufacturer previously reported receiving an allegation that the device "runs out and hits," 'gets carried away and cuts," "battery cuts off and on," "packs and cuts" and "smoke" on a simplygo device (per the rwo). No allegations of patient harm, serious injury, or medical intervention are specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. UDI related data quality update. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Manufacturer narrative:
As per device evaluation received on 01/17/2024: the device "simplygo" was returned to the third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found sieves were clogged, spine cracked, rear enclosure cracked and inlet filter that needed to be replaced due to preventive maintenance. Additionally, no thermal damage or battery issue were identified during the evaluation. In addition, the customer's complaint of device "runs out and hits" was reproduced and the device was repaired and returned. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box h has been updated/corrected.